Event description:
The customer reported the unit dropped - case broken and will not power on. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.